Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign matter in the tip cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer and it is unknown if there are deviations from instructions for use (IFU) as the customer did not provide a response regarding whether there were any abnormalities in the accessories used for reprocessing or they presoaked the endoscope in the detergent solution. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. The foreign material residue point was confirmed to be free from deformation. Therefore, the cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in "instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection", and preventative measures in "instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)" olympus will continue to monitor field performance for this device.